Event description:
One of their pt's received 3 hrs 45 min of hemodialysis treatment and was sent home without any complaints. That same day the facility received a phone call from the pt's wife who stated that her husband felt sick to his stomach. The pt went back to the facility for evaluation and then sent to the hosp where hemolysis was identified. During hospitalization the pt received 4 units of blood. The sample was discarded.